Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during prep for the surgery, it was noticed the pad was discolored. It was not used for the pt. Initial eval of the incident sample found it did not have continuity.